Manufacturer narrative:
[(B)(4)].

Event description:
In a pacemaker implantation procedure that occured on (B)(6) 2017, the subject lead was inserted into the patient's body. Using the red and white-handled stylets packaged with the lead, the lead tip was positioned in the ventricular apex; this was done by using the red-handled one first after manually shaping it, and then replacing it with the white, straight one. The lead was then tested using a pacing system analyzer (psa) from st. Jude medical, with which sensing was successful. However, when measurement of the ventricular threshold was attempted, the egm showed a flat line. The threshold test was thus cancelled and the ventricular lead impedance was measured. The displayed measurement was < 200 ohms. Although a different pair of alligator clips was used to connect the lead and the psa, the above abnormalities were observed irregularly. As that psa from st. Jude medical had showed some irregular behavior upon being turned on the previous day, a different psa from medtronic was used. With this medtronic psa, normal lead measurements were confirmed multiple times even when the lead was tested while being touched. With these results, the subject lead was fixed in the cardiac muscle and connected to a pacemaker. While the pacemaker pocket was being closed, it was confirmed that the pacing function of the pacemaker was fully functional at 85 min-1, the programmed basic rate. After the pacing system was implanted, a pacemaker check was performed in the operation room; then, the ventricular lead impedance was displayed as below 200 ohms in bipolar configuration. Subsequently, the following lead measurements were confirmed: bipolar :the ventricular lead impedance was < 200 ohms, the r-wave amplitude was unable to be sensed, and the ventricular threshold was 1.0 v with no egm waveforms. Unipolar: the ventricular lead impedance was 250 ohms, the r-wave amplitude was between 3 and 4 mv, and the ventricular threshold was 1.0 v. While the above abnormalities were confirmed in bipolar configuration, it was considered difficult to continue the procedure considering the patient's age ((B)(6) years old) and her attitude (although no inappropriate body movements were made, the patient was making some complaints during the procedure). With the above normal lead measurements in unipolar configuration, the implantation procedure was finished. After the procedure, it was suspected that the above abnormalities were attributable to the petite 52erb, not the psa from st. Jude medical. On (B)(6) 2017, a pacemaker check was performed in the patient's hospital ward; the results were the same as those observed on the aforementioned post-implant pacemaker check. On (B)(6) 2017, a re-procedure was performed to replace the subject lead. A pre-procedural pacemaker check showed the same results as before. During the procedure, a proper connection was confirmed between the ventricular lead and the pacemaker. Under fluoroscopy, the positioning of the lead was showing no significant change compared to at the time of implant. No fracture was identified on the lead. Before being explanted, the lead body of the subject lead was cut off to be used as a guidewire. After a sheath was inserted into the vein over it, the distal part of the lead was extracted from the patient's body. With the patient implanted with a different lead and the same pacemaker, the replacement procedure was completed. With this new implanted lead, normal lead measurements were confirmed during the replacement procedure and no abnormalities were found on a post-implant pacemaker check.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
In a pacemaker implantation procedure that occured on (B)(6) 2017, the subject lead was inserted into the patient¿s body. Using the red and white-handled stylets packaged with the lead, the lead tip was positioned in the ventricular apex; this was done by using the red-handled one first after manually shaping it, and then replacing it with the white, straight one. The lead was then tested using a pacing system analyzer (psa) from (B)(6) medical, with which sensing was successful. However, when measurement of the ventricular threshold was attempted, the egm showed a flat line. The threshold test was thus cancelled and the ventricular lead impedance was measured. The displayed measurement was < 200 ohms. Although a different pair of alligator clips was used to connect the lead and the psa, the above abnormalities were observed irregularly. As that psa from (B)(6) medical had showed some irregular behavior upon being turned on on the previous day, a different psa from medtronic was used. With this medtronic psa, normal lead measurements were confirmed multiple times even when the lead was tested while being touched. With these results, the subject lead was fixed in the cardiac muscle and connected to a pacemaker. While the pacemaker pocket was being closed, it was confirmed that the pacing function of the pacemaker was fully functional at 85 min-1, the programmed basic rate. After the pacing system was implanted, a pacemaker check was performed in the operation room; then, the ventricular lead impedance was displayed as below 200 ohms in bipolar configuration. Subsequently, the following lead measurements were confirmed: bipolar :the ventricular lead impedance was < 200 ohms, the r-wave amplitude was unable to be sensed, and the ventricular threshold was 1.0 v with no egm waveforms. Unipolar: the ventricular lead impedance was 250 ohms, the r-wave amplitude was between 3 and 4 mv, and the ventricular threshold was 1.0 v. While the above abnormalities were confirmed in bipolar configuration, it was considered difficult to continue the procedure considering the patient¿s age ((B)(6)) and her attitude (although no inappropriate body movements were made, the patient was making some complaints during the procedure). With the above normal lead measurements in unipolar configuration, the implantation procedure was finished. After the procedure, it was suspected that the above abnormalities were attributable to the petite 52erb, not the psa from (B)(6) medical. On (B)(6) 2017, a pacemaker check was performed in the patient¿s hospital ward; the results were the same as those observed on the aforementioned post-implant pacemaker check. On (B)(6) 2017, a re-procedure was performed to replace the subject lead. A pre-procedural pacemaker check showed the same results as before. During the procedure, a proper connection was confirmed between the ventricular lead and the pacemaker. Under fluoroscopy, the positioning of the lead was showing no significant change compared to at the time of implant. No fracture was identified on the lead. Before being explanted, the lead body of the subject lead was cut off to be used as a guidewire. After a sheath was inserted into the vein over it, the distal part of the lead was extracted from the patient¿s body. With the patient implanted with a different lead and the same pacemaker, the replacement procedure was completed. With this new implanted lead, normal lead measurements were confirmed during the replacement procedure and no abnormalities were found on a post-implant pacemaker check.